Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported patient have not used the device in years due to ineffective therapy. It was noted that patient kept the ipg charged during this time. Surgical intervention may take place to address the ineffective stim.

Event description:
Additional information received indicates that the ipg had lost communication with external devices and was deemed inoperable. Surgical intervention was undertaken on (B)(6) 2022, where the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.